Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/17/2019. The manufacturer's field service engineer (fse) confirmed the reported issue replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported nav-ring failure. There was no patient involvement.